Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation.the cause of the issue was isolated to a defective blower xdcr on inspiration block pcba.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was not able to determine the exact root cause of the issue. This complaint is confirmed an out of box failure. Unit was replaced to (B)(6).

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 inspiration valve or device leaky alarm even the circuit is changed, the unit keeps on alarming during a field engineer inspection/ during pre-testing calibration. Furthermore, there is no patient reported associated with this event.